Event description:
2 month old male had a cook tpn single lumen catheter placed into the left jugular vein. The physician attempted to place a 4.0 but withdrew it. A 3.0 was placed without difficultu, and a chest x-ray verified the line was in place. On 2/7/92, the child arrested. CPR was performed and was not sucessful. At autopsy the line was found eroded through the vessal. Child on a ventilator, and receiving peritoneal dialysis.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: other. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: invalid data. The device was not destroyed/disposed of.